Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was seen in follow up (on an unknown date) for pain in the left leg. The physician performed a diagnostic angiography that demonstrated an occluded left limb of the bifurcated stent graft. The physician brought the patient for planned surgery and attempted to remove thrombus from the left limb with limited success. The decision was then made to perform a fem-fem bypass to perfuse the patients left side and the event was resolved. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.